Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she called the ambulance on (B)(6) 2016 due to a low blood glucose level. The customer was treated at home and was not admitted to the hospital. She was unsure what her blood glucose level was but after 5 glucose tablets it was 81 mg/dl. The customer was having an issue with the insulin pump's act button. All the buttons responded properly but it took longer to fill the tubing. The device was not returned.